Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) contacted the customer, but the customer was unwilling to perform a visual inspection of the system to ascertain the extent of the damage. The fse arrived on site and replaced the patient side cart (psc) tap fiber cable. The system was tested and verified as ready for use. The psc cable fiber optic involved with this complaint is a field scrap item and will not be returning to isi for further investigation. No image or video clip for the reported event was submitted for review. A review of the site's system logs for the reported procedure date was conducted by technical support engineer. Investigation revealed error 319 was pointed to axes controller platform (acp) 5. Additional log review shows system (B)(4) was used on (B)(6) 2022 for a right hemicolectomy procedure. This complaint is reportable due to the following: the customer converted after the start of the procedure due to the customer hitting the boom of the patient side cart on the ceiling, which resulted in system fault. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the boom hit something on the ceiling. The customer stated that the cover came off and the system was faulting. Prior to calling in, the customer power cycled multiple times with no change. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed live logs, and error 319 was pointed to axes controller platform (acp) 5. The tse explained the issue to the caller and the customer elected to convert to another da vinci system. The customer moved to the end call. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.